Event description:
The rotator broke during angiography at 900 psi. This happened two times. No harm or injury reported. This is one of two complaints for this complaint: 1721504-2010-00375.

Manufacturer narrative:
Device eval: the device eval has not been completed. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval is completed. Eval: method: device history record was reviewed. Conclusions: a f/u report will be submitted when the device eval has been completed.